Event description:
An attempt was made to use a 3.5mm diameter x 15mm length nc sprinter rapid exchange (rx) to post dilate a newly deployed stent. The device was inspected prior to use with no abnormalities noted; however, it was reported that when the physician tried to inflate the balloon of the relevant device, it did not inflate. On removal from the pt, the balloon catheter ruptured. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: other (no root cause of the event can be determined based on info available).